Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range; however, alarm was unable to be cleared. The customer's blood glucose was 278mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5, h6 device problem code 2281: removed, h6 device problem code 1013: added b5, h6 device problem code 2281: removed, h6 device problem code 1013: added.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 278 mg/dl. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.